Event description:
It was reported that pump displayed malfunction code 12 with a specific fault ID, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset pump, successfully reset it, confirmed malfunction did not recur, and was advised to continue using pump and to call back if issue occurred again.